Event description:
Incorrect insert was reported.

Manufacturer narrative:
With regards to this case, it was reported that no patient was injured and the event did not lead to increase surgery time. Integra has completed their internal investigation on 10/06/2015. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; one of the wires came out of the tube. However, the risk for the patient or the user is very low since the insert cannot be used in this condition. The coating on the distal part of both wires is damaged. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: the cause of this defect cannot be determined with absolute certainty. It may come from a gluing defect of the electrodes inside the tube or an excessive effort during an attempt to assemble the insert on a handle. The damages on the coating are in all likelihood due to the use of an abrasive to clean the active part.